Event description:
It was reported that the implantable cardioverter defibrillator (ICD) did not meet longevity expectations. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. This model number is not approved for distribution in the united states; however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed and no anomalies were found. The device was not at eri.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.